Event description:
A surgeon reported that a pt developed corneal opacity following injection of a viscoelastic. The eye was washed and the viscoelastic was removed and replaced with a different brand. The cornea gradually returned to transparency.

Event description:
Additional information provided by the reporting surgeon indicates that the pt's corneal opacification resolved in approximately 30 minutes.